Event description:
It was reported that a right heart catheterization was performed for reasons unrelated to the cardiomems device. The sensor pressure measurements were compared to the pressures measured by the catheter during the case and the sensor was recalibrated seventeen days after the procedure. The sensor baseline was decreased by 13 mmhg.